Manufacturer narrative:
No code available selected for h6: patient code. Hemolysis was ruled out, no alternative diagnosis was provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited a 1-point hemoglobin drop. 110 ablations were performed during the procedure and prior to discharge the hemoglobin drop was identified. Additional fluids were provided, and the patient was then discharged as normal. The physician suspects hemolysis but it was not confirmed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited a 1-point hemoglobin drop. 110 ablations were performed during the procedure and prior to discharge the hemoglobin drop was identified. Additional fluids were provided, and the patient was then discharged as normal. The physician suspects hemolysis but it was not confirmed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that ablations were performed in the following locations: pulmonary veins, left posterior atrial wall, carina reinforcement, left atrial floor and roof. Ablations in locations other than the pulmonary veins are considered off label use as the farawave is only indicated to treat the pulmonary veins. Additionally, the patient had dark urine post procedure.

Manufacturer narrative:
Updated coding in h6 to hemolysis include both symptoms present. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient exhibited a 1-point hemoglobin drop. 110 ablations were performed during the procedure and prior to discharge the hemoglobin drop was identified. Additional fluids were provided, and the patient was then discharged as normal. The physician suspects hemolysis but it was not confirmed. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Updated coding in h6 to hemolysis due to the hemaglouria present. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.